Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device 7748861 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a 450cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture and right sided rupture post procedure. As a result, capsulectomy and replacement with mentor saline implants was performed on (B)(6) 2021. The left sided capsular contracture was reported initially under 1645337-2021-01650 on (B)(6) 2021. On (B)(6) 2021 mentor received additional information and initial awareness that the device returned belonged to the right prosthesis and that there was a rupture. This report relates to the right prosthesis.